Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the gel separated from the right chest pad before the initiation of therapy; as a result, therapy was delayed significantly and the pads were replaced with another set of pads.

Manufacturer narrative:
Received 1 set of 4 arcticgel pads with the original unit packaging. Visual inspection noted that the hydrogel had separated from the right torso pad. The hydrogel layer was still stuck to the white backing. The lamination on the pad was found to be with in specifications. The white film could be separated without excessive force. Per a tactile evaluation it was found that the hydrogel coating was adhered on the blue foam. Visual inspection of the rest of the pads noted no obvious defects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: ¿remove the release liner from each pad and apply to the appropriate area.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.